Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the product was used at the time of duodenal resection in billroth 2 reconstruction of distal gastrectomy procedure, while the jaws of the device was placed on the tissue and released the safety interlocker, the first firing was started in the slow stapling mood. When the gears were engaged once, the firing stopped. 4 staples were stapled into the tissue, but the knife did not reach the tissue. A new product was used to perform resection on the anal side without problems. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.